Manufacturer narrative:
(B)(4). Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was evaluated and this complaint for damaged was confirmed. It was found that the minicap sponge had come out from the minicap. The cause is mishandling during distribution- shipping and storage. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
A doctor reported to baxter sales representative an issue of damaged minicap found before use. The customer stated that the betadine sponge was outside the cap. The customer identified prior to use.there is no patient ivolvement or patient injury is reported.